Event description:
It was reported that the patient experienced vasovagal episode during the procedure and later on became anuric which required hemodialysis and hospitalization. The farawave ablation catheter was selected for use during the pulmonary vein isolation and posterior wall ablation procedure to treat persistent atrial fibrillation. 68 applications of energy were delivered. The patient received a total of 800 to 1 liter of intravenous fluid periprocedural. The patient's urine was also noted to be cola colored post procedure. The patient remains on dialysis and is getting a permanent dialysis catheter this week. They have been in the hospital now for 11 days since the ablation procedure on (B)(6) 2026. The patient puts out only 100 cc of urine daily. Without dialysis at this time, their creatinine climbs. When dialysis was withheld for one day the creatinine level went from 6 to 9. It is unknown if the device will be returning.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. The device return availability and detailed product information were not provided. Good faith effort attempt was made to try and retrieve the missing information. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. Once investigation is complete, a supplemental medwatch will be filed.